Event description:
A distributor from france reported that a pump reset unexpectedly without any apparent reason. There was no reported impact on the customer's blood glucose level, as no specific blood glucose information was provided. The pump was no longer under warranty, and there was no action taken to return the device or replace it.